Event description:
It was reported to boston scientific corporation on (B)(6) 2013 that a resolution clip device was used for hemostasis of a post-polypectomy bleed in the cecum during a colonoscopy procedure performed on (B)(6) 2013. According to the complainant, during the procedure, two clips were deployed onto the bleed site without incident. A third clip was deployed onto the bleed site; however, the clip could not be released from the catheter. The clip was pulled off of the tissue and removed from within the patient. No damage was noted to the tissue. Following the clip placements, a biopsy was taken using a biopsy forceps (no alleged deficiency) to complete the procedure. A clip was later dislodged from inside the working channel with a cleaning brush; however, the technician could not confirm that the clip detached inside of the working channel at the time of the procedure. There were no patient complications reported as a result of this event. The condition of the patient at the conclusion of the procedure was reported as fine.

Manufacturer narrative:
It was reported the patient is over 18 years old. The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. It was reported the device was not used past its expiry date. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. Based on the available information, the reported failure (difficult to release from the catheter) could not be confirmed and the root cause of the reported issue could not be determined. A review of the device history record (DHR) could not be performed since the lot number was not provided in the complaint.